Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no ncmr's which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. An investigation was conducted on 11/06/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw from the middle to the tip of the hot jaw, but remaining attached at the base and tip. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it did produced visible steam and heat during ten (10) 3-second activations. There was no excessive smoke observed. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .66 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failures "electrical issue" and "environmental particulates" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent". Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester reported that the hemopro 2 "timed out" twice in the beginning of the branch harvest of the patients thigh. They also reported that they could smell burning plastic. When the device was removed from the leg, the element in the jaws was observed to be red hot. The harvester then replaced the kit and finished the case successfully with a new kit. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester reported that the hemopro 2 "timed out" twice in the beginning of the branch harvest of the patients thigh. They also reported that they could smell burning plastic. When the device was removed from the leg, the element in the jaws was observed to be red hot. The harvester then replaced the kit and finished the case successfully with a new kit. The hospital did not report any patient effects.